Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that they met with the manufacturing representative (rep) on thursday 2 weeks ago (estimate (B)(6) 2022) where the rep made changes to their therapy. They were scheduled for another appointment on friday ((B)(6) 2022), but the rep had to cancel. Since the patient was having "issues" they called the rep and the rep advised them to turn the ins off. On that same friday, the patient reported this shocking feeling that caused them to fall down. The patient later reported that the fall was not due to the "shocking" and that the patient did not fall but rather "went down with gravity." Patient also mentioned has hip issues and foot is numb and swollen. They reported they are currently in therapy. Patient believes therapy turns on and feels thump in vaginal area. Patient reports once the stimulation stops, urine just comes out. Patient continued to change the story line so no further clarification was accomplished. Confirmed therapy was off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.